Event description:
It was reported by the customer: when plugging in the intra-aortic balloon pump (iabp), a park was noticed. Further, after the pt was moved to the recovery ward and when the medical staff plugged in the iabp; the pump stayed on battery mode and the battery charging led did not indicate battery was charging. It was also reported, after two (2) hours, the iabp displayed a low battery alarm. Following this alarm, the customer called the maquet service hotline. The maquet technician advised the customer to manually inflate and deflate the iab catheter while waiting for the replacement unit. When the replacement unit arrived, the medical staff present at that moment was not able to replace the iab catheter. The pt died but the customer did not link the death to the event.

Manufacturer narrative:
The manufacture device history record for the iabp involved in the event was reviewed. There are no non-conformances related to the reported event. The company service rep observed the reported problem on the fault logs and he noticed that the power supply fuses had blown. The service rep replaced the power supply/charger assembly (part # 0014-uc-0033-05). In an unrelated repair the safety disk assembly ((B)(4), part # 0097-00-0985-04) was replaced as well. The iabp was tested to factory specification. It functioned normally and was returned to the customer. It has been requested that the replaced power supply/charger assembly (part # 0014-uc-0033-05) is sent to the manufacturing facility in (B)(4) for eval. A follow up report will be submitted when new info becomes available. (B)(4).